Event description:
The customer's mother reported via phone call that the insulin pump had been exposed to water when the customer jumped into a lake with the device on. She also reported that the customer had experienced high blood glucose previously as well. The customer's blood glucose reached as high as 600 mg/dl. The caller advised that she and the customer were working with the doctor to manage his high blood glucose. She stated that the customer usually treated with a bolus or manual injection. She declined to troubleshoot for the high blood glucose. She noted a no delivery alarm in the insulin pump's alarm history. She did not observe any visible moisture in the insulin pump. Upon troubleshooting, the insulin pump passed the self-test. She was advised to monitor the insulin pump and to call back if any issues occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.